Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks. Egms, revealed oversensing, indicative of a lead dislodgement. The lead was repositioned.